Event description:
It was reported that the customer had an issue with the tracheostomy tubes on one of their pediatric patients. The patient did have an issue with desaturation and their tracheostomy tube needed to be changed out. Additional information received via customer response email dated on (B)(6) 2022: the cuff did not seal with placement of sterile water, large leak noted, decompensation. Nurse was called to bedside, could hear infant crying with decompensation, added 1 cc of sterile water and there was no effect, changed out to another size tracheotomy tube. Prematurely needed to change tracheostomy tube until we had a good seal with cuff and no leak and no decompensation, good bilateral breath sounds.

Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received which included a possible second lot number, 4216302, that was reported in a duplicate complaint record.

Manufacturer narrative:
Other, other text: additional information in h6 and h10. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Two product samples were received for evaluation. Visual and functional testing were performed. During the functional and visual inspection, no leak was found. The complaint can not be confirmed. Root cause could not be determined since the sample successfully passed functional test. No corrective actions were taken since the complaint was not confirmed.